Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image flickers due to a faulty cable. In addition, the following non-reportable malfunctions were found during the device evaluation: cable breakage, blurry image due to faulty charge-coupled device and a coupler was stuck. Based on the results of the investigation, the image flickering was caused by a faulty cable. However, the specific cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus hd camera head was displaying a poor quality image during use. Additional information was requested but was unknown by the initial reporter. There was no patient harm reported as a result of this event.